Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in (B)(6).

Event description:
The customer complained of questionable inr results from their coaguchek cx meter serial number (B)(4) compared to an unknown laboratory method. At 16:24 the result from the meter was 5.0 inr. At 16:25 the result from the meter was 4.5 inr. Within 7 hours the laboratory result was 2.3 inr. The customer's therapeutic range is 2.0 - 3.0. The customer was in the hospital and was on antibiotics. The customer was also being treated with vitamin k. No further details were provided. The customer has no liver issues. The investigation is currently ongoing.

Manufacturer narrative:
The customer was not required to return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is 4.5. Values 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.